Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse safety shield broke off. The following information was provided by the initial reporter, translated from french to english: I am writing to inform you that we are experiencing difficulties with the bd eclipse safety canula (302437). We have recorded 4 broken canulas in 3 months. This represents a real danger and risk of puncture for our technicians. Additional information: could you please provide us with the dates of the incidents that have occurred in the last 3 months and confirm when and how many people have been affected. 5 people (last incident on (B)(6) 2024). Could you provide us with the batch numbers of the defective product? Not available as batches are not traced internally. We would like you to confirm whether samples are available for investigation. If so, please specify whether the samples are: the canulas have been discarded.

Event description:
(B)(6) 2024: we have declared a work accident that resulted in a 1-day absence: puncture on the palm of the hand during a difficult uncapping. This triggered a blood exposure accident procedure. The person is back at his or her workstation without any after-effects of the accident.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, an eclipse needle was observed with the safety shield disengaged. However, without the physical sample, we are not able to identify an exact cause for this issue. As a lot number was unavailable for this event, a review of the production history records could not be completed and retained samples of the same lot could not be obtained for further testing. Every single lot produced is tested for final safety shield activation prior to release. Our assembly process has a system in place which inspects all needles for proper opening and activating of the safety shield, with any defective product rejected. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.